Manufacturer narrative:
(B)(4).

Event description:
It was reported that the right atrial lead exhibited high capture thresholds, low impedance, inappropriate automatic mode switch episodes due to noise, and p-wave variation . A suspected insulation abrasion was noted. The lead was capped and replaced on (B)(6) 2016 during a routine device change out. The patient never experienced any symptoms or adverse events.